Event description:
Per the clinic, the patient experienced irritation at implant site and was treated with oral and topical antibiotics. The implanted device remains. This report is submitted on may 11, 2023.